Event description:
It was reported that an ilet user experienced persistent hyperglycemia while using the pump, with a highest blood glucose of 440 mg/dl by fingerstick and prolonged readings above 180 mg/dl despite a supply change and subsequent device removal per clinical guidance; the clinician reported proper use and suspected a pump issue, and the user transitioned to backup therapy and remained in range. Symptoms included stomachache and fatigue. Outcomes included use of backup therapy and clinical follow-up without hospitalization or professional intervention beyond troubleshooting and training. Investigation included troubleshooting support, clinical review by the certified diabetes specialist, and arrangement for device replacement with instructions to shut down, return the device, and sync data to the mobile app. Investigation of this case revealed an unclear cause of hyperglycemia with suspicion of device malfunction, although no definitive device or component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.